Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a high impedance alert. The ra lead was unable to be revised and was capped and replaced and the patient was reprogrammed to vdd. No patient complications have been reported as a result of this event.